Manufacturer narrative:
(B) (4). Eval summary: the returned six month post-op x-ray was reviewed. It is unclear if the foreign object shown in the x-ray is in fact a strand of fiber metal. Operative notes were not returned for review. Based on the available info a definitive root cause cannot be ascertained at this time. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation close.

Event description:
It is reported that the device was implanted on (B) (6), 2003. In 2004, the surgeon found a strange image which may be one of the fibers from the fiber mesh in the pt's x-ray on 6 month postoperative. The pt has not been revised nor is it known if a revision is pending.